Event description:
Additional information received from the patient noted that they had not notified their managing physician. Regarding circumstances that led to the issue, it was noted: no control box, never given one. Regarding steps taken to resolve the issue, it was noted: contacted representative - met with him and got a control box on (B)(6) 2016 at doctor's office.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported they had experienced a loss or change of therapy. The patient did not feel stimulation. Patient services unable to troubleshoot as the patient did not have pp (patient programmer). The patient reported surgeon's office took pp during implant and the patient never got it back. There were no medical procedures/emi that could be related to this issue. There were no trauma/falls reported that could be related to this issue. Symptoms reported were: the patient was losing urine. Location of symptoms reported: bladder. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015. The patient may call back for lost pp replacement. Indications for use were noted as : gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.